Manufacturer narrative:
The product has not been returned to the manufacturing site. Based on the results from the product and batch history record, the product met release criteria. Root cause cannot be identified at this time. The manufacturer internal reference number is: (B)(4).

Event description:
A health care professional reported that during intraocular lens (iol) implantation procedure, foreign material like a dirt or a scratch was confirmed on an iol after implantation. The foreign material was removed during the surgery without changing the iol. No patient harm has been reported. Additional information has been requested.